Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did notcause or contribute to a death or serious injury, nor is there a likely potential for death orserious injury associated with this event based on additional investigational information. The setreturned was evaluated for this event and found that the free hemoglobin in the post-filtrationplasma was less 120 mg/dl (measured value: 64.41 mg/dl).per the customer, the unit was processed and the alleged hemolysis was observed in thewhole blood product bag post centrifugation.a donation bag, leukoreduction filter, red blood cell storage bag and plasma bag werereturned to terumo bct for investigation. The fluid from the plasma bag was removed,placed in a conical tube and centrifuged. The concentration of free hemoglobin in the post-filtration plasma supernatant of the sample was 64.41 mg/dl.the manufacturing records, test records, and inspection records were reviewed forabnormalities and none were found.shipping testing, including the checks of particulate removal rates was performed on thereserve samples from the reported lot number. No anomalies were observed. All productconformed to the established specification.the reported lot number was evaluated and it was determined that the same incidentassociated with this event had not been reported by other medical institutes as of march 5,2019.three reserve samples were visually examined and the solution volume and solutioncomposition were tested with no abnormalities noted. There were no abnormalities inappearance and measured values conformed to in-house standards.root cause: per investigation results only imuflex products that have conformed to the inhouse standards are released. The root cause of the reported hemolysis could not bedetermined. Possible root causes of hemolysis are:-characteristics of blood: e.g. Red blood cell fragility due to blood properties of a donor.-bacterial contamination: a blood product is likely to be hemolized if the blood is contaminatedwith bacteria containing hemolysin.-excessive cooling: blood is gradually congealed and eventually hemolyzed when it is cooledbelow -3c.-filter clogging: filtration time is extended because the filter is likely to clog. Furthermore,when red blood cells flow through such a clogged filter, a physical stress on the red bloodcells may cause hemolyzed blood products.

Manufacturer narrative:
Terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer).exemption number: e2015056.investigation: per the customer the unit was not tested for free hemoglobin. The customerreported an antibody test was performed on the donor and the results were negative.investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they had a unit of plasma derived from whole blood with cherry red they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of whole blood processing; therefore, no patient information is reasonably known at the time of the event. Patient weight is listed as a system limitation, no patient is involved. Donor unit # (B)(6).